Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in an implant procedure resulting in a pneumothorax. The pneumothorax was determined to be caused by the initial needle stick while attempting to access the subclavian vein for implant. The remainder of the procedure was completed without remark. No additional allegations or adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.